Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During preventive maintenance performed by the distributor at the customer site, the thermogard console (sn (B)(4)) displayed mid:09 (air trap assembly) error message. No patient involvement.